Event description:
Additional information recieved reported the patient¿s device was removed on 2013-(B)(6) because she did not use it and needed an MRI.

Event description:
It was reported that the patient stimulator had been off for 7-9 years, and the patient was having pain at her implant site. It was reported that ¿it still hurts in the area around it and it still really sensitive.¿ it was noted that the patient ¿want it gone and taken out.¿ it was also reported the patient was having neurologic issues. Additional information reported that the patient was still having concerns regarding their device or therapy. Patient had a surgery scheduled for (B)(6) 2013 for removal of the device.

Event description:
It was further reported the patient¿s pain had improved and they no longer needed stimulation.

Manufacturer narrative:
Concomitant products: product ID 7433, serial # (B)(4), implanted: (B)(6) 1995, product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3888-28, lot # l34057, implanted: (B)(6) 1995, product type lead; product ID 3888-28, lot # l36399, implanted: (B)(6) 1995, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).